Event description:
It was reporting that during a routine check on (B) (6) 2008, it was seen that the device was malfunctioning. However, the patient was still able to hear well. Today the father of the patient contacted the clinic to report that the patient's hearing has now deteriorated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.